Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 0218. It was reported that the pump was sent back to the manufacturer for analysis "a few weeks ago." There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a drug infusion device. There was no drug being delivered and there was no reason for use, as the pump was not implanted. It was reported that there was a pending alarm and the pump was not implanted. The rep was at the implant case and he interrogated the pump showing a pending alarm. The caller stated that a motor stall occurred on (B)(6) 2017 and a motor stall recovery occurred on (B)(6) 2017. The caller stated they believe the pump was in shipping at the time of the stall.

Manufacturer narrative:
Correction: patient identifier should have been previously entered as "(B)(6)." The entry is now correct. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(4) 2018. The rep stated that the most recent software version (he thinks aau) was used. The device tracking number was provided. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-mar-27. The pump serial number was provided. There were no further complications reported/anticipated.